Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit 50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was confirmed that the patient's leads were showing multiple levels of impedances. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and the splitters were explanted. Device malfunction was suspected. The patient was doing well post-operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was confirmed that the patient's leads were showing multiple levels of impedances. The patient will undergo a revision procedure wherein the leads and splitters will be replaced.